Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the job traveler for this product could not be performed and the historical data for the reported lot could not be reviewed because the product was not returned for evaluation and the lot number was not reported. The reported patient effect of stenosis is listed in the supera instructions for use as a known patient effect of peripheral stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016, a supera stent was successfully implanted in the superficial femoral artery. On (B)(6) 2016, the patient presented with leg pain. On (B)(6) 2016, a diagnostic angiogram was performed revealing 90% proximal and 50% mid stent restenosis. The patient had angioplasty treatment with a good outcome. There was no reported adverse patient sequela. No additional information was provided.